Event description:
On (B)(6) 2013, the distributer contacted animas and reported lines through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: there were no signs of extrinsic lines visible on the display. During evaluation, the display screen was found to be functioning appropriately and had illuminated to normal contrast the reported line through the display screen was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.